Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image did not display due to a faulty cable unit. The faulty cable is likely due to user operation. The following is included in the instructions for use which can prevent the event: "precautions. Do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts and optical connecting part on the video connector. The connection to the camera control unit may be impaired and faulty contact can result. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was partially confirmed. The image did display on the screen but with error code e224 due to a faulty cable unit. Additionally, the rear cover label was faded and a thin crack was noted on the focus ring. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the olympus 4k camera head was displaying e222 & e224 scope communication errors with no image present during an arthroscopic shoulder procedure. According to the initial reporter, the procedure was completed using another camera unit but the patient's overall outcome is unknown. At this time, there has been no patient harm or consequence reported as a result of this event.